Event description:
A distributor reported an incident where the pump screen was "broken and unreadable," although the touchscreen remained operational. There was no reported impact on the customer¿s blood glucose level. To address the issue, the device was scheduled to be returned, and a replacement pump was provided. No additional information was available regarding the customer's health outcome.